Event description:
It was reported that during the implant procedure, the left ventricular lead was found to be out of the box due to the inner seal of the box was broken. The lead was not used and a new lead was implanted.